Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant indicated that they experienced an issue with the placement signal of the automated impella controller (aic). An echocardiogram revealed a pericardial effusion, prompting the physician to perform a pericardiocentesis, during which 500 ml of fluid was extracted. The right ventricle (rv) was observed to be functioning significantly better, and the pulsatility on the aic showed marked improvement. The impella cp was successfully placed in the left femoral artery (lfa) following standard procedures. The peel-away sheath was removed, and a repositioning unit was inserted, with an angiogram conducted through the side port that demonstrated good distal flow. However, as the patient was being prepared for transport, they experienced another decompensation, resulting in dissociated waveforms on the aic. A discussion was held with the physicians regarding support for the right ventricle (rv). It was decided to place the rp flex through the right femoral vein (rfv). Patient expired on support. Patient death has been captured under the pump complaint.

Manufacturer narrative:
The device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information: the device was received for investigation d9 updated. Once the investigation is complete a supplemental report will be submitted.